Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, it was observed the patient received a half dollar size wound after the electrode pads were removed. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation of electrode pads: zoll medical corporation evaluated the returned electrode pads and the reported malfunction was not replicated or confirmed and did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.